Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: biomet splined knee stem cat#: 141616, lot#: 640150 , bcm palacos unknown cat#: unk, lot#: unk , vngd ps+ tib brg 14x59mm cat#: 183704, lot#: unk, vngd ps tib brg 14x71/75mm cat#: 183644, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 00522, 0001825034 - 2018 - 00523, 0001822565 - 2018 - 00603 . Product location is unknown.

Event description:
It was reported that the patient was revised two years after initial right knee procedure due to tibial base plate loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: unknown stem catalog #: unknown lot #: unknown. Unknown vanguard 360 bearing catalog #: unknown lot #: unknown. Unknown vanguard 360 femoral catalog #: unknown lot #: unknown. Bcm palacos unknown catalog #: unknown lot #: unknown. Biomet splined knee stem catalog #: 141616 lot #: 640150. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.